Event description:
It was reported to boston scientific corporation that a jagwire precursor device was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2006 (patient gender, age, and weight are unknown). According to the complainant, the doctor realized that some parts of the hydrophilic tip were broken off and left in the right hepatic duct of his patient during the procedure. He tried with an extractor balloon to drag the foreign body out but was only able to pull it down to the cbd, which was located above the stricture. The procedure was completed with a different device. No information was available, regarding the patient's condition post procedure.

Manufacturer narrative:
A dimensional test was performed. The flare to tip core length was measured using a ruler. Unit showed evidence of being within specification. The core wire showed evidence of being complete and intact. Except where noted, this specimen wire does not present any indication of manufacturing defect or anomaly. Visual inspection was performed. Entire ptfe sheath was inspected under the microscope. No anomalies were observed. The distal tip area was inspected. Visual tip inspection revealed evidence of missing pebax through out portions of the distal tip area. However, other portions showed evidence of the pebax being present and properly adhered. No other damage or inconsistencies are noted to this specimen at this time. The complaint was analyzed and confirmed. The IFU under caution statement states: "do not use with metal-tip catheters. Withdrawing the guide wire through a metal tip catheter may damage surface of guide wire." There is no control in how the product is handled in the field, except through the provided multilingual instruction for use (IFU). The root cause of failure could not be determined with certainty. There is a high likelihood that the missing hydrophilic coating reported during procedure can be attributed to the missing pebax condition observed. Although the complaint was confirmed at this time, we can't determine the cause of failure. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.